Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to a clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made.